Event description:
The customer reported enlarged pores after using mask. Medical practioner advised to stop using the mask and the treatment.

Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.